Manufacturer narrative:
One gold-tite hexed screw was returned for inspection. It was examined visually by the naked eye and through magnification. The screw was fractured at the collar, and the head is completely broken off. Complaint is therefore confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
On (B)(6) 2017, at the moment of the product received in pbg by lab, it was noticed that product was gold screw instead of titanium. On (B)(6) 2017 customer confirmed that previous information was incorrect.

Manufacturer narrative:
Product lot # was not provided/unknown.

Event description:
The dentist reported that the dental crown became loose and fell out. As the dentist tried to replace the abutment screw, it broke into two parts. Both fractured parts were removed. It was placed on (B)(6) 2017.